Event description:
An insurance company is alleging that a humidifier was involved in a fire that damaged its insured's home.

Manufacturer narrative:
This product is in the possession of the insurance company and has not been examined.